Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during post implant testing after pocket closure, with the patient on the table, this right ventricular (rv) lead exhibited noise. It was decided to explant this lead and a new rv lead was successfully implanted. No further noise was detected after lead replacement. No additional adverse patient effects. The product is expected to be returned for analysis. Additional information received indicates the cause of the noise was not determined and the noise was oversensed by the device, however, no adverse effects were experienced by the patient. The implantable device remains in service and the model/serial of the device was unable to be obtained. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than cut/cuts in the outer insulation, likely due to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of oversensing and noise.

Event description:
It was reported that during post implant testing after pocket closure, with the patient on the table, this right ventricular (rv) lead exhibited noise. It was decided to explant this lead and a new rv lead was successfully implanted. No further noise was detected after lead replacement. No additional adverse patient effects. The product is expected to be returned for analysis. Additional information received indicates the cause of the noise was not determined and the noise was oversensed by the device, however, no adverse effects were experienced by the patient. The implantable device remains in service and the model/serial of the device was unable to be obtained. The device was returned for analysis.